Manufacturer narrative:
If information is provide in the future, a supplemental report will be provided.

Event description:
It was reported that this right ventricular lead was explanted due to unknown product performance issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. Attempts to obtain additional information regarding this case were not successful. There was no indication of product return.

Manufacturer narrative:
If information is provide in the future, a supplemental report will be provided. Upon receipt at our post market quality assurance laboratory, visual inspection revealed abrasion damage. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported product performance issue is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular lead was explanted due to unknown product performance issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. Attempts to obtain additional information regarding this case were not successful. The lead was returned and analyzed.